Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following fields have been updated: b4: date of this report; b5: describe event or problem; g3: date received by manufacturer; g6: type of report; h1: type of reportable event; h2: follow up type; h3: device evaluated by manufacturer; h6: adverse event problem; h10: additional narrative. One (1) 3i t3â® non-platform switched tapered implant 4 x 10mm (bost410) and one (1) unknown zimmer screw were returned for investigation. Visual evaluation of the as returned product identified that the implant was fractured at the collar region. Additionally, a fractured screw was identified stuck inside the implant. Implant had signs of use. Zimvie is not responsible for any damage caused by the clinician's removal of the device. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition was not recorded on the per form. Bone density type is unknown. The reported implant was located on an unknown tooth site and was used for an unknown amount of time. DHR, sterilization, and complaint history review could not be performed, as the subject item/lot number associated with the reported product is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed as physical evaluation identified the fractured implant.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
The doctor reports that the dental implant located in an unknown dental position failed due to the fracture of the head. The doctor reported: bone loss & dehiscence. The doctor reports that he applied xenograft and that he will wait 4 months to complete the dental surgical procedure. Upon investigation: fractured screw identified within the implant.